Event description:
During wire manipulation, the distal portion of the wire separated inside of the coronary artery. The distal portion of the wire stayed inside of the artery. The physician took the appropriate measures to try and snare the wire with a snare device to correct the issue. However, the snare technique was unsuccessful, the broken wire stayed in the coronary artery.